Manufacturer narrative:
A ge service representative performed an over the phone investigation. The x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed a communication error. The fe responded that the system locked up and had to be rebooted to regain the functionality. There is no report of death or serious injury associated with the complaint.